Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file reviewed by the manufacturer's technical service representative revealed pump stoppage events. X-rays did not show any areas of concern. The patient was asymptomatic. On (B)(6) 2017, it was reported that the patient was discharged home with an ungrounded power module patient cable, and listed as 1a for a heart transplant. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed. Review of the submitted system controller log file revealed pump stoppages and low speed events on (B)(6) 2017 between 10:44pm and 10:53pm. These captured events occurred while the system controller was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a potential cause for the events captured in the log file could not conclusively be determined as the entire driveline was not returned for evaluation. The pump was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion was returned measuring approximately 22 inches. Orange tape was observed approximately 1.5 inches from the controller connector, however, no damage was observed to the underlying distal end bend relief and no damage to the outer silicone jacket was observed. The outer jacket was removed and visual inspection of the bionate layer beneath did not reveal any signs of damage. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate layer was removed and visual inspection of the metal braided shield showed some breakdown approximately 2.5 inches from the controller connector; however, the metal braided shielding was removed and visual inspection of the wires beneath did not reveal any signs of insulation damage. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection event was reported under medwatch MFR report number 2916596-2017-01334.

Event description:
Additional information: the patient received a heart transplant on (B)(6)2017. It was reported that the patient was transplanted due to driveline infection and driveline issues. The pump also reportedly had an odd whirring sound.